Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported receiving unspecified low sensor scans as compared to a competitor brand meter. The customer experienced a loss of consciousness and was unable to self-treat, requiring a third party treatment of drink and food. No further information was provided. A low scan reading is generally indicative of hypoglycemia, however no readings were provided and it is unknown if the sensor indicated hypoglycemia at the time of the event. There was no report of death or permanent injury associated with this event.